Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade was not seized and passed the sharpness test. The device operated as intended during evaluation. A sharpness test was conducted, and the returned blade passed the test with an average breaking force of 2.90 lbf (specification: average 3.5 lbf max).

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, the blade of the device would not rotate. It was unknown how the procedure was completed. There were no adverse patient consequences reported.